Event description:
It was reported that on (B)(6) 2010, the patient underwent a percutaneous coronary procedure to treat unstable angina in the proximal left anterior descending artery that was 90% stenosed. After the procedure the % stenosis was 0. No procedural complications were reported. On (B)(6) 2011, the patient presented with nausea and shortness of breath relieved by nitroglycerin, continued heaviness in the chest and blood sugar elevation. EKG showed nonspecific inferolateral st depression. The patient was diagnosed with having experienced a myocardial infarction and ischemia. Angiography revealed extensive disease which was noted in the past. The study stent had a minimal degree of in-stent restenosis and was placed on cardiac weight-based heparin, she was continued on her beta blocker, nitrates, dual anti-platelet therapy, and lipid lowering drug. The patient was seen for a follow-up appointment on (B)(6) 2011 and is reportedly doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina, ischemia, nausea, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.